Manufacturer narrative:
The manufacturer previously reported a ventilator failed an active exhalation verification test step during testing. There was no harm or injury reported. There was no evidence the device was in patient use. The manufacturer's field service engineer evaluated the device and confirmed the test failure. The device's solenoid valve and proportional valve were replaced to address the issued. The device was tested and passed all final testing. The device was returned to clinical use.

Event description:
The manufacturer received information alleging a ventilator failed an active exhalation verification test step during testing. There was no harm or injury reported. There was no evidence the device was in patient use. The evaluation has not yet been completed. At this time, we are unable to confirm the alleged malfunction. If any additional information is received once the investigation is complete, a follow-up report will be filed.